Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old hispanic female patient underwent primary breast augmentation with a 425cc mentor smooth round moderate plus profile on the left side, and with a 475cc mentor smooth round moderate profile on the right side and experienced generalized illness symptoms including breast implant illness, pain, and autoimmune issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On november 15, 2022, mentor became aware that incorrect mre statement was mistakenly reported under h10 10 additional manufacturer narrative of the initial submission. The correct statement is as follows: "a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures." This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4), incorrect mre statement was mistakenly reported under initial submission.